Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was seen post pace on the device transmission. The rv lead sensing was increased and the lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the attain (B)(6) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbx1qq implantable defibrillator (B)(6) 2013. (B)(4).